Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/right essure coiling perforating right fallopian tube'), menorrhagia ('chronic heavy bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 12255726) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included reflux esophagitis, depression, irritable bowel syndrome, syncope and nausea. Concurrent conditions included dysmenorrhea, back pain, constipation, dysfunctional uterine bleeding, obesity, spotting between menses, paraesthesia foot and perineal pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and on (B)(6) 2016: partial coil removal, tube removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, pelvic pain, urinary tract disorder, dyspareunia, headache, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: there were 4 coils on the right side and six external coils were on left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain female, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/right essure coiling perforating right fallopian tube'), menorrhagia ('chronic heavy bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 12255726) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included reflux esophagitis, depression, irritable bowel syndrome, syncope and nausea. Concurrent conditions included dysmenorrhea, back pain, constipation, dysfunctional uterine bleeding, obesity, spotting between menses, paraesthesia foot and perineal pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation and on (B)(6) 2016: partial coil removal, tube removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, pelvic pain, urinary tract disorder, dyspareunia, headache, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: there were 4 coils on the right side and six external coils were on left side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain female, headache. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.